Event description:
It was reported that the patient expired due to ischemic cardiomyopathy, aortic valve stenosis and heart failure. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 4.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.